Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. According to the product experience report form, the pocket showed signs of infection. The pocket skin was reddened and warm. Purulent drainage was noted during the in-clinic follow-up. The patient's medical history was significant for hiv. The device and electrode were successfully explanted without incident. The device and electrode will not be returned to boston scientific.